Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from a cardiovascular surgeon in practice 20 years. Physician has been using medtronic¿s nitrex guidewires since 2016, using a total of 500 in the last year. 225 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 156 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 119 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, the following complications were reported: infection at the extremities (2 patients), irritation to vessel causing vessel spasm which was deemed not significant (2 patients), sepsis deemed not very significant (1 patient) while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures, the following complications were reported: cardiac tamponade deemed to be not related to the intervention (2 patients), embolization (1 patient), light inflammation (2 patients) vessel perforation deemed to be not related to use of the guidewire (2 patients) of the above ae¿s reported during use of the nitrex guidewires for both coronary vasculature and peripheral vasculature procedures; some of these are listed as having been previously reported to medtronic. Due to limited information these are included in reporting.